Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis and high ketones in (B)(6) 2016 with a high blood glucose level of 310mg/dl. The customer was treated for their blood glucose with their insulin pump. It is unknown what caused the customer's blood glucose levels to rise. The customer did not return the product back for analysis.